Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage to the liquid crystal display circuit board. The functional testing could not be performed and no alarms could be verified due to the unresponsive buttons. The motor passed the motor test. The insulin pump had minor scratches on the display window, scratched case, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor errors occasionally, had a bolus wizard shortcut button that did not function properly, and experienced early battery life depletion. The customer's most recent blood glucose was 120 mg/dl. He stated that he was clearing a low battery message when the insulin pump alarmed motor error and powered off. He noted that the insulin pump had once been submerged in water about 2 years prior to the call. He stated that the keypad issues began within the past 1 week. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.